Manufacturer narrative:
The reported event that the battery casing broke off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that after a procedure the battery case of the device was identified as broken off. No procedural delays or adverse consequences were reported with this event.

Event description:
It was reported that after a procedure the battery case of the device was identified as broken off. No procedural delays or adverse consequences were reported with this event.